Manufacturer narrative:
There is another event where the same issue of no image occurred for the device. This event is captured in medwatch with patient identifier (B)(6). The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. There was a heavy dent received to the bending section. This thereby causing the image black out. Other observations for the device are a deep scratch on the distal end rubber coating (a-rubber), and adhesive of a-rubber being chipped. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a laparoscopy procedure, the device yielded a black screen instead of an image. The image could not be retrieved. There was a delay of five minutes, and then the procedure was resumed to completion with another similar device. The patient was under anesthesia. There was no harm or adverse impact to the patient. There was no impact to the outcome of the procedure due to this event. There was no other device involved in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported black screen/no image issue could not be determined, however, the issue was likely the result of damage to the built-in ccd cable due to stress applied to the curved part. Olympus will continue to monitor field performance for this device.